Manufacturer narrative:
The manufacturer previously reported a failure of the lcd. The lcd was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the manufacturer found the lcd to operate to design specifications. Also returned to the manufacturer's quality assurance laboratory for investigation was the inverter pca. The root cause of the inverter pca failing was caused by an open transformer (t1) with evidence of thermal damage. The thermal damage was observed to other components on the pca. The thermal damage was isolated to the pca and the enclosure of the device was not compromised.

Event description:
The manufacturer received information alleging a ventilator's display screen was blank. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.